Event description:
A pump with failure code 703. This failure code occurred during patient use, but it was not reported at which step in the infusion processs this failure code occurred. There was no patient injury or medical intervention necessary.